Event description:
On (B)(6), 2011 a doctor reported that a herbst appliance caused lacerations to a patient's cheek.

Manufacturer narrative:
A customer called and stated that a herbst appliance caused cheek lacerations in one (1) patient. A prescription medication was given to the patient for the injury. The device was evaluated and it was determined that the appliance had been manufactured in accordance with the company's standards and to the submitted models.